Event description:
A customer reported the control panel arm will not lock in the horizontal plane of their epiq cvx ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the articulation arm solenoid to repair the system and return it to full functionality.

Manufacturer narrative:
It was inadvertently reported that the philips service engineer replaced the articulation arm solenoid to repair the system. After additional review of the investigation, it was determined a bearing was replaced and not the articulation arm solenoid to repair the system.